Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and blacklight inverter printed circuit board (pcbs). The cse performed all calibrations, short self test, extended self test, and performance verification tests. All tests pass per manufacturer's specification at the time of service. Covidien reference: (B)(4).

Event description:
Covidien received info stating that an 840 ventilator had a blank screen. The ventilator was not in use on a pt at the time the malfunction occurred.